Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 105) issue. It was alleged that the transmitter was crackling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the potential for the patient to experience an injury due to the reported issue.